Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6600 system alarm sounded and then shut down on its own during a case. The procedure was completed with another system. No pt injury was reported.